Manufacturer narrative:
B3 date of event: estimated based on aware date as the event date was not reported. D2a pro code (product code): itx, obj.

Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the catheter and the wire entangled within each other and the device was stuck. They had to cut the device from the distal end and put a guidezilla over to ensure safety while trying to pull everything out together. Technique worked and there were no patient complications.

Manufacturer narrative:
B3 date of event: estimated based on aware date as the event date was not reported.

Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the catheter and the wire entangled within each other and the device was stuck. They had to cut the device from the distal end and put a guidezilla over to ensure safety while trying to pull everything out together. Technique worked and there were no patient complications.

Manufacturer narrative:
B3 date of event: estimated based on aware date as the event date was not reported. D2a pro code (product code): itx, obj. The device was returned for analysis. Visual inspection revealed no issues; the device appears to be in good condition. Microscopic inspection revealed the guidewire exit port was listed and the distal section of the tip was pinched.

Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the catheter and the wire entangled within each other and the device was stuck. They had to cut the device from the distal end and put a guidezilla over to ensure safety while trying to pull everything out together. Technique worked and there were no patient complications.